Manufacturer narrative:
The reported product is an unknown baxter transfer set. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to touching the end of the patient¿s transfer set in between therapies. The peritonitis was manifested by dark pd effluent. The patient was not hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics and heparin (dose, frequency, route and duration not reported). Dianeal therapy was ongoing. At the time of this report the patient outcome was not reported. The transfer set was replaced. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.